Manufacturer narrative:
D4: possible lot numbers 6070588, 6068948. H3: one video and one photo were received for evaluation. No device history review could be performed as specific no lot number was provided. A particle was seen in both the video and the photo, and the video showed the particle floating inside the fluid. The complaint was confirmed. There was no known cause of the issue, and no further action was taken.

Event description:
It was reported that a particle was identified inside the bag of the cassette after the cassette was filled. Reporter stated that it was not possible to specify a single lot number of the product. Reporter described the particles as, ¿small plastic curls.¿ there was no patient involvement.